Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent cartridge alarm (alarm 1). Additionally, the insulin gauge was intermittently inaccurate. Customer's blood glucose reached 150 mg/dl. Customer changed the cartridge and insulin was resumed successfully.